Event description:
The stryker sustainability solutions lf 4200 covidien ligasure impact hand activated sealer/divider device stopped functioning half-way through the surgical procedure. This device was replaced, and the surgery was completed with a "like" device. Reason for use: radical cystectomy with ileo conduit urinary diversion.